Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported in association with the patient's heart transplant. Per the patient outcome information, the pump will not be returned. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2019. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no specific device-related issues or adverse events were reported, section 1 of this IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2022. Based on a review of available patient records and the reported patient outcome, there were no device issues at the time of the patient outcome. Further information could not be provided due to patient privacy laws.